Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 18-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. It was reported that the patient presented one week post the index procedure with an occluded limb extending into the bifurcate was observed on CT. No kinking or graft malfunction was noted. The patient received a femoral-femoral bypass. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.